Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: 5. Precautions ¿ juvéderm® ultra xc is packaged for single-patient use. Do not resterilize. Do not use if package is opened or damaged. ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. 8. Instructions for use b. Health care professional instructions 9. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reported one syringe of juvéderm® ultra xc had the "needle pop off" and the product "spilled over the patient" during injection. Patient contact was made. No injuries were reported. The packaged needle was used and this was the initial use of the syringe.

Event description:
Healthcare professional reported one syringe of juvéderm® ultra xc had the "needle pop off" and the product "spilled over the patient" during injection. Patient contact was made. No injuries were reported. The packaged needle was used and this was the initial use of the syringe.

Manufacturer narrative:
Device analysis summary: visual analysis of the device indicates no defect observed.